Manufacturer narrative:
As of today, no additional information is available and out investigation is compete at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) was in the hospital after experiencing a syncopal episode. The electrogram (egm) showed monomorphic ventricular tachycardia but there were no further egms past the onset egms. There were no additional adverse patient effects. The device remains in service.